Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 15, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on december 21, 2021.

Manufacturer narrative:
This report is submitted on sep 23, 2021.

Event description:
Per the clinic, it was reported open circuits were noted in all electrodes. Explant and reimplantation is planned but has not taken place at the time of this report.